Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019 at 11:15 a.m., customer received an unspecified sensor scan result compared to capillary reading obtained on the built-in reader and reported "becoming high which was seen as trouble". Customer was transported to the hospital by the firefighters where a reading of 40 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019 at 11:15 a.m., customer received an unspecified sensor scan result compared to capillary reading obtained on the built-in reader and reported "becoming high which was seen as trouble". Customer was transported to the hospital by the firefighters where a reading of 40 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose infusion. There was no report of death or permanent injury associated with this event.